Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 42 tube edta plc 13x75 2.0 slbl lav contained foreign matter. The following information was provided by the initial reporter: "the following issues were found in tubes (367840 ) from lot. 9344928: dirty tubes etc. X42 (ink smear), fm in tube x1, damaged/deformed tube x31 (stopper), dirty stopper x24 (embedded)."

Event description:
It was reported that 42 tube edta plc 13x75 2.0 slbl lav contained foreign matter. The following information was provided by the initial reporter: "the following issues were found in tubes (367840) from lot. 9344928: dirty tubes etc. X42 (ink smear). Fm in tube x1. Damaged/deformed tube x31 (stopper). Dirty stopper x24 (embedded)".

Manufacturer narrative:
H.6. Investigation: bd received samples and 9 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter, fm ink smear, defective stopper and embedded fm on stopper with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for foreign matter, fm ink smear, defective stopper molding and embedded fm on stopper with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective stopper through a corrective and preventive action(CAPA#796739). H3 other text : see h.10.